Event description:
It was reported by the md that the catheter was being inserted in the patients' right internal jugular. During insertion, md attempted to peel away the smartseal and it would not separate (break apart). He tried harder and one side of the sheath ripped off. For fear of losing part of the plastic in the patient, the physician prepared another catheter and smartseal sheath and quickly exchanged it. There were no patient complications reported.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. Following investigation the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: no sample was returned for review. The inspection records for the sheath were reviewed with no relevant findings. Verification testing of the report that the sheath did not peel correctly could not be performed since the sample was not returned for review. However, difficulty peeling the smartseal sheath was confirmed on a similar complaint involving the same hospital, product and lot number. Based on this evidence, the potential cause of the issue is supplier related since the sheath is purchased item. The supplier has been contacted regarding this matter.